Manufacturer narrative:
Device not returned: updated fields: d8, d9, h2, h6, and h11 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the channel cleaning brush got stuck in the instrument channel. The event occurred during set up. There was no patient involvement. Note: 1. This inquiry was cloned from inquiry inq-245899 because multiple devices were reported. Inquiry inq-245899 captures device gif-h190, and inquiry inq-247486 captures device: brush. 2. The product is "brush", since the model number and item code are unknown, "mla-unknown" was selected first. 2 out of 2.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.